Event description:
Doctor used one biopince device, one supercore biopsy device, two samples, three passes. 1st device failed after 1st pass, 18gax10cm ref#: 360-1080-02, lot#11467419. Switched to a new device. 2nd & 3rd passes 15gax15cm w/co-axial introducer needle, 17gax9.9cm, ref#: 701218150, lot#11356478, retrieved two samples.